Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient underwent surgery for lead revision due to dislodgement. The old lead was capped and a new lead was implanted. The patient's condition was stable throughout.